Event description:
Customer reported collimator problems and the system is not booting up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the system software. System operates as intended. (B) (4)